Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances on the leads the patient underwent a lead replacement procedure and was doing well post-operatively. The explanted devices will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4).